Event description:
A customer in the united states notified biomérieux of a false resistant oxacillin result for a patient staphylococcus aureus isolate in association with the vitek® 2 ast-gp67 test kit (ref 22226, lot 1321158103). Initial testing completed with 1321079103 obtained resistant oxacillin results. Alternate testing results showed that the isolate was pbp2a negative and meca negative. Disk diffusion testing obtained (B)(6) results. The strain was sent to a reference laboratory and confirmed to be (B)(6). Vitek® 2 ast-gp67 test kit (ref 22226, lot 1321158103) was used for repeat analysis after receiving results from the reference laboratory and obtained resistant oxacillin results. The customer reported that the patient was treated with vancomycin due to the initial resistant ox result. There is no indication or report from the laboratory that the discrepant result and treatment with vancomycin led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in the united states regarding a false resistant oxacillin result for a patient staphylococcus aureus isolate in association with the vitek® 2 ast-gp67 test kit (ref 22226, lot 1321158103). The strain was submitted for investigational testing and the identification was confirmed to be staphylococcus aureus via vitek® 2 using vitek gp ID card (lot 2420931203). Investigational testing included testing the strain using reference methods as well as analyzing the strain in duplicate using the customer lots (1321079103 and 1321158103) and a random lot (1321091203). ---reference test results--- agar dilution (ad) oxacillin: mic = 4.0 (r) cefoxitin disk diffusion: 25mm (s). Pbp2a = negative ---- vitek® 2 results---- all 6 cards tested resulted in a resistant ox mic >= 4.0 and a negative oxfs result that was corrected to positive by the aes software. ----conclusions---- to summarize, customer's results were duplicated, however, testing is in both essential and categorical agreement with reference method testing. Isolate is a borderline resistant strain. Cards are performing as intended. Ast-gp67, lot 1321079103 and 1321158103 met final qc release criteria. These lots passed qc performance testing.